Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 5.6-5.9cm from the distal tip, consistent with lead friction to another device or patient anatomy. The outer coil was exposed at this location. (B)(4).

Event description:
It was reported that high capture threshold was observed on the rv lead. Lead was explanted and replaced. No further information available.